Event description:
On (B)(6) 2015, the patient's wife reported that patient had an abbvie peg 15 fr and abbvie j 9 fr surgically placed as outpatient procedure on (B)(6) 2015. The patient's wife stated that the patient complained of stoma site pain immediately following procedure. The patient has not started duopa medication yet and is due to start medication on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital with a small bowel obstruction, peritonitis, and the patient had aspirated. Aspiration pneumonia was not confirmed at this point in time. Patient was placed in intensive care on a ventilator. The patient was taken to surgery on (B)(6) 2015 and the abdominal surgical wound was left open. The physician reported the patient had a small bowel obstruction and peritonitis. The physician also informed the patient's wife that the internal bumper moved down and went too far and that caused things to block. On b)(6) 2015, the patient's wife reported that the patient had abdominal distention, vomiting, and possibly aspirated.

Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The peg tube is still in use, therefore, sample evaluation is not applicable. If any further relevant information is identified, a supplemental medwatch report will be filed.